Event description:
It was reported of a device malfunction (water leak). Discovered upon opening. No injury.

Manufacturer narrative:
Event problem and evaluation codes: updated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no damage / broken or contamination was observed in the unit returned. Functional testing found the leak is not observed in the unit received. By the physical evaluation of the unit, the complaint is not confirmed. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.